Manufacturer narrative:
Zimvie did not receive one (1) unknown zimmer implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimmer implant] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did submitted images for the reported event. X-ray shows implant fractured at the collar area. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar through the submitted x-ray. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that I noticed several months ago that the screw was loose again. Dr. Once again told me to contact dr.(B)(6) since he had installed the implant originally. Dr. Office would not give me an appointment for a consult thinking it had to do with stuff "other than the implant" part of the procedure and they don't deal with those. Dr. Did make an appointment for me to come in to try once again to tighten the crown to the implant. He was going to cement it this time. The appointment was (B)(6) 2024. Dr. Removed the crown this time (before he had just drilled down to the screw and tightened it) and handed it to his assistant. She looked at the crown and said she thought it was broken, then dr. Looked at the implant and said it most certainly did not look right at all. All their electronics were down incl. Xray. So they all went to the dentist office next door, and they took the x-rays dr. Did say the implant needs to come out. No further impact to the patient or information provided.